Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) customer support being in the hospital with peritonitis and had the pd catheter removed. The patient is no longer doing pd treatments. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with peritonitis characterized by symptoms of abdominal pain. Per the nurse, a pd culture was obtained (in the hospital) which grew the bacteria pseudomonas aeruginosa. The patient was treated with antibiotic therapy utilizing cefepime 1 gram intravenous (IV) every 24 hours and oral ciprofloxacin 500 mg by mouth daily. Additionally, the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital and continues outpatient hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. The nurse indicated that per the patient¿s nephrologist the peritonitis was associated with migration of the bacteria from the patient¿s gastrointestinal tract. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).